Event description:
An attempts was made to deploy a 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent to treat a lesion located in the lcx #13 reported as moderately tortuous, severely calcified and with 90% stenosis. Prior to this, another MFR's stent were deployed in the lmt and an endeavor rx stent and another MFR's stent were deployed en the lad. Communication from the field confirmed that during pre-dilation of the target lesion, the first balloon ruptured and that an indentation remained after the second pre-dilation. It is reported that the relevant device could not cross and that the physician decided to remove it from the pt's body. On removal, the relevant endeavor rx stent slightly caught on the strut of the stent previously deployed in the lad and dislodged in the lcx #11. Angiography confirmed occurrence of a dissection in the lcx #11. The dislodged stent was expanded with a balloon catheter and was deployed at site of dislodgement forming y stent with the stent previously deployed in the lmt. Another MFR's stent was deployed at target lesion. The relevant device was inspected prior to use with no issues noted and no force was used to deliver the device through the guide catheter or on the wire to /across the lesion. Mfg controls are in place to ensure that the stent of the balloon meets spec requirements prior to release from the mfg facility. The device has not been identified as the root cause of the event. It appears most likely that the root cause of the event was related to the pt morphology which hindered the deliverability of the device and that the stent dislodged as a result of catching on a previously deployed stent. Although the cause of the dissection is unclear, both stent dislodgement and dissection are listed as inherent risk of procedure associated with any ptca procedure.

Manufacturer narrative:
The relevant stent was expanded with a balloon catheter and deployed at site of dislodgement then another stent was deployed at target lesion). Eval codes, results and conclusions - (stent dislodgement, dissection), (lesion moderately tortuous, severely calcified and with 90% stenosis), (stent previously deployed in lad).